Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of a fusion oxygenator a high pressure excursion (hpe) occurred during cardiopulmonary bypass (cpb). Pre and post membrane pressure measurements were taken, with initial readings of 450 mmhg pre-membrane and 90 mmhg post-membrane. To address pressure changes, two bottles of 25% albumin were administered, resulting in subsequent pressure measurements of 300 mmhg pre-membrane and 130 mmhg post-membrane after the first bottle, and 250 mmhg pre-membrane and 180 mmhg post-membrane at 5.7 lpm after the second bottle. The use of the device was unspecified. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional info b5: medtronic received additional information that the configuration was roller pump, and the device was used to complete the procedure. Heparin dosing monitoring was performed using an act, however the values were unknown for this case. Correction d1: brand name updated correction d4: model / catalog number updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.